Manufacturer narrative:
Evaluation results: a visual inspection of the returned products shows that both of the sensor pads were alarming intermittently and were in a blemished condition. Conclusion: no conclusion can be drawn.

Event description:
The reporter did not provide any information as to the reason for the return of two disposable bed sensors. No patient injury was reported.